Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (investigation confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.66 x 0.299 was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to the misuse/mishandling.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the da vinci fenestrated tip-up was inserted into patient port and surgeon noticed that the tip of the instrument was broken, the shaft of instrument was cracked and the cap was dislodged. Instrument immediately taken out of port and taken off sterile field. Service coordinator aware. There was no report of patient injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and additional information was obtained about the complaint: "this was reported to the FDA and is under FDA number 2021-8238. Patient information release may be limited due to patient information restrictions." On 01/14/2022, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: da vinci fenestrated tip-up was inserted into patient port and surgeon noticed that the tip of the instrument was broke, the shaft of instrument was cracked, and the cap was dislodged. Instrument immediately taken out of port and taken off sterile field. Service coordinator aware. Isi contacted the site's risk management and additional information was obtained about the complaint: she is unaware of any fragments falling into the patient. No one passed that information to her. There was no injury to the patient and the procedure was completed. All patient information can be found in the user facility report. She was not able to answer if any tests were performed on the patient before or after the procedure and patient's medical history. No one passed that information to her.